Event description:
A customer contacted beckman coulter regarding falsely low potassium (k) results from a single pt that were generated by the synchron lx I 725 instrument. The customer indicated that an ER pt sample was tested for k; the result was 1.7mmol/l. The result was reported out of the lab. The customer indicated that the pt was administered k by a bolus. The lab tested the pt original sample for k on a different instrument in their lab. The k result from the different instrument was 4.4mmol/l was reported to the ER. On the next day, customer collected a fresh sample from the pt and tested it for k on both instruments (synchron lx I 725 and the different instrument). The synchron lx I 725 result was 2.5mmol/l, and the different instrument result was 4.6mmol/l. A 3rd sample was collected from the pt and tested for k on both instruments. The synchron lx I 725 result was 2.6mmol/l. The different instrument result was 4.7mmol/l.